Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia at the time of the incident, with a blood glucose measurement of 22.2 mmol/l, due to insulin under delivery, which was treated with manual injection and insulin pump. Blood glucose was high and may have been higher than 22.2 mmol because it wasn't certain, as the customer was using 780g pump, but smart guard was not active at the time due to sensor issues. The product used in the event was unk_ngp. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. No further customer complications were reported. The customer will continue the use of the device and will not be returned for analysis.